Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient called to determine MRI compatibility with their ins. Patient services (pss) offered to walk the patient through accessing MRI mode with their device, however patient stated that they didn't have the controller present. Patient stated that the ins was not turned on; patient then stated that they didn't know if the ins was off or on. The patient stated that they had trouble with the device for a long time, almost a year ago, so they haven't been able to use the ins. The patient stated that they haven't recharged the ins in so long that they didn't know if the ins would recharge or not. Pss advised the patient to call ps back once they have the equipment present for further troubleshooting. Additional information received form the consumer reported that they were able to put the device into MRI mode on their own. It was confirmed that the MRI was not related to a device or therapy issue. Pt was calling to see if patient services had a list of representatives in their area. Pt noted they had trouble with their implant all along. The temporary implant was good but the ins was not the same for it never worked. Pt noted that they had tried to change settings with a rep, but in the fall pt saw a different doctor which lead to pt just having revision surgery last month (pt clarified in (B)(6)) for the doctor changed the placement of the implant. Now the pt needed to change the ins settings for they were not where it was suppose to be. Pt had not been able to use the ins since it was implanted in (B)(6) 2018. Pt had reached out to a rep and they had not returned the pts call. Ps offered to send a message to the local field representatives but pt denied stating they will call their doctors office first. Pt noted now they saw a different doctor for they were the second opinion for they wanted to see if they could get the ins resolved so they had a revision last month.